Event description:
It was reported that the bed had a base sensor angle overrange error when lowering the bed due to the wiring harness #2. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.